Event description:
A customer reported experiencing low power on the indirect light. The timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The system was tested and found to meet product specifications. The system was manufactured on september 8, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).